Manufacturer narrative:
Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 04-jul-2011, product ID: 748251, serial/lot #: (B)(4), ubd: 04-jul-2011, date of the event: (B)(6) 2009 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had infections in the implantable neurostimulator (ins) and extension areas in 2009, but a specific date was not known. The extension was replaced and the ins was re-implanted after changing the position. The patient continued to experienced repeated infections after initial infection. There were currently symptoms of infection at the two implant position. The patient was currently being observed at home and their family was squeezing pus out of the patient at home and using disinfectant drugs to do simple treatment and then wrapping the area up. The physician advised "there (was) no other way. Additional information was received stating that the infection was first noticed in 2009. Patient weight was not provided by the hospital due to the patient privacy. The extensions were explanted in 2009 but the exact date was unknown.